Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient expired due to cerebral bleeding. The pump operated as intended. No additional information was received.

Manufacturer narrative:
Approximate age of device: 5 years, 8 months. The event occurred at (B)(6) hospital, (B)(6). The device was not returned for evaluation. A correlation between the device and the reported cerebral bleeding could not be conclusively determined through this evaluation. The heartmate ii lvas instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.